Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced apparent lymph drainage from the introducer site. The drainage continued for two weeks with no resolution. The patient was subsequently referred to interventional radiology where they were able to resolve the issue. No further patient complications have been reported as a result of this event.